Event description:
It was reported in a retrospective review of patients implanted with subcutaneous implantable cardioverter defibrillator (S-ICD) systems from (b)(6) 2013 through (b)(6) 2024 at two facilities there were six cases out of 120 patients who developed a post-operative infection. Gold, Christian, et al. (2025). Efficacy and safety of the subcutaneous implantable cardioverter defibrillator in patients with and without obesity: An international, bicentric retrospective registry. Clinical Research in Cardiology. https://doi.org/10.1007/s00392-025-02834-x.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.